Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple wall adapters. In addition it was noted that the pump battery was jumping up and down. Review of the pump data by tandem technical support showed that the pump battery dropped form 60% to 27% when the customer unplugged the pump. The pump battery then jumped from 45% to 100% the following day. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.